Manufacturer narrative:
(B)(4). Result: no similar complaint type events found. (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticmo13.7 implantable collamer lens, -13.0/+1.0/067 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was explanted due to dysphotopsia; the patient was "bothered by the central hole constantly, which he could not tolerate." The explant resolved the problem. No lens exchange is planned.